Event description:
A customer contacted beckman coulter inc. (Bci) in regards to close tube accession (cta) wash station leak. No affect to any personnel or injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced syringes that appeared to be leaking past the plunger and have buffer build up. Fse rerouted the overflow tray tubing, which had caused fluid in the tray to not drain properly. Replaced leaking wash station rinse and drain tubing.